Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - <mhy, nhl, pjs>. G4: additional premarket / 510(k) # selection that applies to the indication of this device - <p150031>.

Event description:
It was reported that during a deep brain stimulation (dbs) procedure, it was observed that the pouch packaging of the tunneling tool contained two small holes. The affected tool was not used; instead, an alternative tunneling tool was selected and utilized without issue. The procedure was completed successfully. Postoperatively, the patient fully recovered.

Manufacturer narrative:
The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Therefore, in the absence of device return and analysis the likely root cause could not be established. D2b: additional pro code selection that applies to the indication of this device - <mhy, nhl, pjs>. G4: additional premarket / 510(k) # selection that applies to the indication of this device - <p150031>.

Event description:
It was reported that during a deep brain stimulation (dbs) procedure, it was observed that the pouch packaging of the tunneling tool contained two small holes. The affected tool was not used; instead, an alternative tunneling tool was selected and utilized without issue. The procedure was completed successfully. Postoperatively, the patient fully recovered.